Event description:
The customer contact reported the patient received more medication than intended. On an unspecified date and time, the device was programmed to deliver unspecified concentration of dilaudid 30 ml. No specific programming parameters were provided. On (B)(6) 2013 at an unspecified time in the evening, it was reported that the device alarmed for empty syringe. At that time, the nurse noted that the dilaudid 30 ml vial delivered in 6 hours instead of the intended 8 hours. It was reported, the nurse noted the patient was drowsy and stopped the therapy. The device was removed from clinical service. After 3 hours, it was reported the therapy was resumed using a replacement device. There were no reported adverse patient effects. No medical interventions were required. Though requested, the customer declined to provide additional information.

Manufacturer narrative:
The device is expected to be returned to investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.